Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional initial reporter phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked; further described as ¿leak appeared to be coming out from a hole on the tube beneath the white twist clamp¿. This was observed during use of the device for peritoneal dialysis therapy. It was further reported that the tubing connected into the white twist clamp was in half and leaked. The transfer set was replaced. The patient was given prophylactic antibiotics as precautionary measure. There was no patient injury or medical intervention associated with this event. No additional information is available.